Manufacturer narrative:
Batch review performed on 01-mar-2022 lot 1811490: (B)(4) items manufactured and released on 29-mar-2019. Expiration date: 2024-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot. 1903589. Batch review performed on 01-mar-2022. Lot 1903589: (B)(4) items manufactured and released on 03-jul-2019. Expiration date: 2024-06-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability. The surgeon revised the insert with a thicker one (17 mm) and patella 2 years and 2 months after primary. The surgery was completed successfully.